Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2007, and subsequent revision procedure was performed on (B)(6), 2008, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a left m2a hip arthroplasty on (B)(6) 2007, and subsequent revision procedure was performed on (B)(6) 2008, due to heterotopic ossification and elevated chromium levels. Patient operative notes report the presence of serous fluid. The acetabular cup and modular head components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected data and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00970 / 00972). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.